Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device did not display an ECG signal. The clinicians worked with the monitor for twenty minutes and were able to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.